Event description:
A surgeon reported a pt who is seeing the glistenings following intraocular lens implant surgery. In a follow-up, the surgeon reported the pt sees a speckled pattern around lights at night. He stated the onset seems to coincide with increased density of iol glistenings. He reported posterior capsule opacification (pco) has been observed and a yag capsulotomy performed.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 01/23/2012, 01/24/2012 and 01/31/2012 by fax, phone and mail. A completed questionnaire was received on 02/02/2012. (B)(4).